Manufacturer narrative:
New information: b5: companion samples were received for evaluation. No product defects or abnormalities were observed. D10: device available for evaluation and returned. G7: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer.

Event description:
Companion samples were received for evaluation. No product defects or abnormalities were observed.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was not available for removal therefore she had to manually remove the pledget from her vaginal cavity. She alleged the string was stuck to the pledget. She was able to remove the pledget in one piece and did not seek medical attention. She did not experience any adverse health effects.